Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2019 during which the surgeon noted upon identifying the area of the mesh that was incorporated into the abdominal wall and the surrounding hernia, he encountered dense adhesions. He was able to circumferentially dissect the mesh from surrounding structures, however, the mesh remained closely intact with the chronic scar tissue of the skin. He dissected the peritoneal lining reducing the peritoneal lining away from the posterior rectus fascia. He excised the chronic scar tissue with a portion of skin and mesh.¿ it was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. No additional information was provided.